Manufacturer narrative:
We received one 12tlw403f catheter without the packaging for examination. The report of unable to inflate the balloon was confirmed. The balloon was found to be deteriorated (yellow and dry/cracking) and has pulled away from the distal windings. Unable to determine if any latex is missing. The windings appear to be in good condition and the catheter is free of kinks or indentations. Deterioration is "a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. It may appear on the balloons surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon." An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that when testing and flushing before use it was noticed that the balloon had a hole and would not inflate. No patient complications were reported.